Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The device arrived heavily contaminated. The analysis of the history log files revealed no abnormalities. The values of the pressure stages as well as of the motor power limitation were within specification. Alerting is working via loudspeaker and piezo- buzzer. Following , the sample was dismounted and the inside was investigated. There we found several damages based on mechanical impacts. The p2 and p3 connector were found damaged by fluid. However, the found damages are not related to the reason of complaint. In this coherence we judge this complaint to be not justified. No technical defect, which was able to cause the reported failure was found.

Event description:
As reported by the user facility ((B)(4)): pump did not alarm: on double pumping noradrenaline clamp on central line noted to be clamped - pump never alarmed.

Manufacturer narrative:
(B)(4). The device has been rec'd for eval from user facility at(B)(4) and the investigation is on going at this time. A f/u report will provided when the inspection results become available. (B)(4).